Event description:
Procedure: sleeve gastrectomy. According to the reporter: the blade of the device did not retract in the sleeve once the trocar was in the abdominal cavity.

Manufacturer narrative:
(B)(4)